Manufacturer narrative:
The requested information was not provided and the allegation could not be confirmed. The investigation did not identify a product problem.

Manufacturer narrative:
The reagent lot number was 766130, the expiration date was not provided. The investigation is ongoing.

Event description:
There was an allegation of questionable creatinine (crep2) results from four patient samples tested on a cobas 8000 c702 module. Sample 01: the initial result was 3.29 mg/dl and the repeat result was 1.02 mg/dl. Sample 02: the initial result was 1.13 mg/dl and the repeat result was 0.83 mg/dl. Sample 03: the initial result was 0.69 mg/dl and the repeat result was 1.16 mg/dl. Sample 04: the initial result was 1.32 mg/dl and the repeat result was 0.88 mg/dl.